Event description:
Baxter canada reported a home pt having 3 incidents of incomplete prime during the initial drain phase of therapy using the homechoice cycler. All incidents occurred with the same lot number accoridng to the canadian report. Baxter canada reported that the actual samples were discarded but a companion sample is being forwarded for eval. Per baxter canada, the pt did note a hard piece of plastic in the tubing of one of the sets, the other two sets appeared fine. Baxter canada reported no pt injury or medical intervention associated with these incidents.